Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma in the implantable cardioverter defibrillator (ICD) pocket due to "muscle oozing." The hematoma was evacuated and the device remains in use. No further patient complications have been reported as a result of this event.